Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the defect "knife quality of cutting" reported by the customer cannot be determined. Some potential caused are improper handling, or contact with another instrument. All knives are 100% inspected by trained operator's using a minimum of 10x magnification during manufacturing. Any defects such as damaged tips and dull cutting edges, are removed from the lot and scrapped. (B)(4).

Event description:
A customer reported that knives exhibited poor quality of cutting during approximately ten surgeries. Alternate knives had to be used to complete the procedures. There was no pt impact. Additional info was requested.